Event description:
The customer reported that the ac power module was not working.

Manufacturer narrative:
The customer reported that the ac power module was not working. The customer evaluated the device and localized the issue to a failed ac power module. Replacing the power module resolved the issue.